Event description:
Patient was to address loosening between the cement stem interface.

Manufacturer narrative:
Visual examination of the returned devices finds nothing outward to indicate product error. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.